Event description:
It was reported that faradrive steerable sheath was selected for use. It has been mentioned that air embolism was suspected to occurred in the heart. Additional surgery was performed and the procedure was cancelled/rescheduled. The device has been received for laboratory analysis.

Manufacturer narrative:
Initial reporter full name was not provided to bsc. Good faith efforts to obtain the information are in progress. A supplemental report will be filed if the information is received.